Manufacturer narrative:
Block e1: (initial reporter address 2): the reported health care facility's address 2 is (B)(6). Block h6: imdrf component code g02015 captures the reportable event of braid wire break. Block h10: investigation results: a resolution 360 clip was received for analysis. Visual analysis of the returned device found no clip assembly. Microscopic inspection showed the catheter was cut. Based on the evidence, during the product analysis, the device was inspected and was found that the catheter was cut. Most likely, this event happened due to operational factors such as user technique. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach for an early cancer diagnosis during a gastric endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip could not open the jaws. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the braid wire was broken. Please see block h11 for full investigation details.